Event description:
Additional information. The device was implanted because the reporter was told the por was not a problem. No patient outcome was reported.

Event description:
It was reported there was a power on reset (por) condition while the device was in the box before it had been implanted.